Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been deliberating prior to implant whether they should get another non-rechargeable ins or a rechargeable ins. The patient chose the rechargeable ins but after implant they were very upset with their decision and they were unhappy with the time requirements needed to recharge. The rep offered to program hd settings on the ins but the patient was escalated and threw the reps telemetry head on the floor before they could connect with the ins. The meeting ended and the patient was scheduled for a post-op appointment on (B)(6) 2019 with their managing physician who would check to see if the patient was happier with their device. No patient complications were reported. Additional information received from the rep reported that the patient was getting the ins replaced with a non-rechargeable model on (B)(4) 2019. No further complications were reported.